Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Loose (lose) tampon inside body- vagina [foreign body in reproductive tract]. Case narrative: consumer inquired via email about the consequences of having a loose tampon inside of body when medical consultation is not sought. No serious injury was reported.